Event description:
It was reported that during the implant procedure, capture and sensing thresholds were poor. An attempt to reposition the lead was unsuccessful. The helix was retracted, but the lead could not be removed from the heart wall. Under fluoroscopy, tissue was found to have become lodged in the lead body, making removal of the lead difficult. The lead was capped and a new lead was implanted successfully.